Event description:
During cataract removal procedure, lens was opened to the steril field but would not insert into cartridge and deploy appropriately. New lens was opened to the field and operated properly.